Event description:
It was reported that the micro oscillating saw leaked an oil-like substance around the blade mount during a procedure. The substance entered the surgical site, and an antibiotic irrigation was used. The procedure was completed and no further treatment was required for the patient.

Manufacturer narrative:
Upon disassembly, severe corrosion build up was found inside the handpiece.